Event description:
The patient reported erosion through the skin. The commercial team member is trying to figure out a doctor for the patient. Several attempts have been made to gather additional information without success. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. Potential causes of erosion include: inadequate fixation, severe force applied to the implant (patient fall, accident), excessive twisting or stretching, off-label use, the patient having contraindicating conditions, using inappropriate tools, improper surgical technique, and patient non-compliance. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.